Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain/pinching at the ipg site which gets worse when stimulation is turned on. The patient states the issue has been ongoing for approximately a year. In addition, the patient is experiencing a painful, burning sensation at the ipg site. Subsequently, the patient will undergo surgical intervention to address the reported issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-p information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the reported issue was resolved following the procedure.